Manufacturer narrative:
The fsca number is included in this report.

Manufacturer narrative:
It was reported the patient's ipg shutdown unexpectedly. As a result, troubleshooting was able to restore therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Date of event is estimated. A4- patients weight was not provided. The device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024. Fsca number is pending.

Event description:
It was reported the patient's ipg shutdown unexpectedly. As a result, troubleshooting was able to restore therapy. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.

Event description:
Additional information was received indicating the issue of unexpected ipg shutdown was resolved following implementation of a software update.